Manufacturer narrative:
Investigation outcome: the device alarmed for 'te233003 tabpg_autozeropawfail' during ventilation followed by various medium and high priority alarms including 'vt low', 'loss of peep' and 'low pressure'. Later on start-up the device alarmed for same technical fault and failed the self test. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not an immediate or critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Pressure sensor assembly was identified as defective assembly by local technician. Replacement of this assembly resolved the issue. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: "- self-test failed. - tf (B)(4) (autozero error qaw/paw). - pressure sensor assembly replaced".

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).